Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. This lead was not replaced because the patient received new non-boston scientific leadless pacemaker. This ra was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported. Additional information was received, this ra lead was explanted due to infection. This ra was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (correction): adverse event/product problem b1 and devices codes h6 fields were updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. This lead was not replaced because the patient received new non-boston scientific leadless pacemaker. This ra was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported. Additional information was received, this ra lead was explanted due to infection. This ra was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. This lead was not replaced because the patient received new non-boston scientific leadless pacemaker. This ra was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported. Additional information was received, this ra lead was explanted due to infection. This ra was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (correction): adverse event/product problem b1, devices codes h6 and device eval by manufacturer? H3 fields were updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. This lead was not replaced because the patient received new non-boston scientific leadless pacemaker. This ra was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported. Additional information was received, this ra lead was explanted due to infection. This ra was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. This lead was not replaced because the patient received new non-boston scientific leadless pacemaker. This ra was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported.